Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and checked the statistics of the system and confirmed the safety disk expired due to a number of cycles. To fix the issue, the fse replaced the safety disk and verified operation. The fse performed all functional and electrical safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an expired safety disk error message. There was no patient involvement, and there was no adverse event reported.